Event description:
A peritoneal dialysis pt has reported that during treatment a blood leak occurred. About fifteen minutes into treatment, the leak was visually observed dripping from the bloodline tubing. The origin of the leak was found to be disconnection of the heparin line on the tubing set. Estimated blood loss was 100 ml. Pt had no ill effects. Sample is not available: a photo of the sample is available.